Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a family member that the patient has been urinating on himself a lot and not making it to the bathroom. This has been the case since implant however things got worse in the last couple of days where he would go and then like 2 minutes later would have to go again and get up and urinate on himself. Pt saw managing hcp today and the hcp said the pt was healing well and to contact mdt regarding the therapy concerns. Troubleshooting included checking that therapy was on and patient wasn¿t feeling stim at 4.5 v. Patient was advised they could increase the setting if medically appropriate. Caller indicated he will try adjusting settings and monitor symptoms over the weekend. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with hcp. No further complications were reported or are anticipated.